Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reported they noticed they were in a lot of pain and they weren't feeling any "vibration" (stimulation). Patient services (ps) walked pt through steps to check that stimulation was turned on. Pt also confirmed they attempted to switch to other groups and still can't feel stimulation. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.